Event description:
The pt experienced a collection of fluid around the pump; an infection was also noted. On (B)(6) 2011, the pump and catheter were explanted. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the onset of the infection was (B)(6) 2011. Signs and symptoms of infection were redness, swelling, and drainage. The following was noted: an "abscess around her pump tunneling toward her pump". A culture was obtained from the abdominal wound. The patient did not have meningitis. The patient's infection resolved. The patient experienced an increase in spasticity with the pump explanted; and posturing was further noted. The drug administered via the pump was confirmed as being lioresal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no significant anomalies. The returned catheter segment analysis revealed a "user related hole"; a tear was noted 9 centimeters from the pump connector.